Event description:
An adverse event while the device was in use. The pt expired 6 days later. According to the customer contact, two infusion devices were in use. The abbott plum xlm device was prpgrammed to infuse an unspecified amount of saline intravenously. The second device (manufacturer unknown) was programmed in the epidural mode to infuse an unspecified pain medication. The program settings for both devices were unspecified. In 2003, the customer reported that an unspecified bolus dose of bupivacaine was erroneously given to the pt via the wrong route. The pt became hypotensive and was transferred to the intensive care unit. The pt was placed on a ventilator. After an unspecified length of time, a dnr (do not reuscitate) status was ordered for the pt. Subsequently, the pt was transferred to a skilled care unit, where they died of respiratory failure one week later. At the time of death, no device was attached to the pt. No autopsy was performed. Specific event info and actual cause of death were requested, but were not made available. The customer contact reported "it was not the pump's problem, it was an operaor error". There was no reported device malfunction and the customer reported that the device delivered as intended throughout its use. Though requested, no additional info was available.